Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor (icm) never established connectivity and was subsequently explanted. Technical services requested patient details or device identifiers, but the representative was unable to provide this information. No additional adverse patient effects were reported.